Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) there was an issue with the right atrial setscrew. It was noted the physician could not engage the screw driver into the screw to secure the lead. The ipg was removed and replaced. No patient complications have been reported as a result of this event.